Event description:
A (B)(6) female in surgery for procedure when the mini-lap alligator grasper broke inside of the patient's abdomen. Physician attempted to retrieve the piece of the grasper but was unable to locate it. X-ray performed. Investigation ongoing at this time.